Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received stuck button alarm. The customer's blood glucose level was 153 mg/dl. The customer was assisted in troubleshooting. It was reported that the customer will call back to continue with the troubleshooting. The device will not be returned for analysis.